Manufacturer narrative:
(B)(4). The device was not returned for investigation. Per the product specification for the fox cross the distance between the marker bands must be smaller than the distance between the shoulders of the balloon. Also the markers have to be within the cylindrical balloon portion. Abbott vascular is aware of the failure mode material rupture. While a definitive cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or IFU was identified.

Event description:
It was reported that the shoulder of the balloon appears 2-3 cm outside the outside border of each marker band. There was no reported patient effect. No add'l info provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was not provided. A f/u will be submitted with all relevant info.